Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a fluid leak at solenoid valve vl104 on manifold mf107. The spillage was cleaned and vl104 was replaced to resolve the leak. The complete blood count (cbc) module was primed and shutdown, daily checks were performed, blood detectors were adjusted and optimized, cbc count rate and control recovery were verified, and all parameters were within specification. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported that red blood cells (rbc), mean corpuscular volume (mcv) and platelet (plt) results were out high on 6c cell quality controls on a unicel dxh 800 coulter cellular analysis system. During servicing, a diluent fluid leak of approximately 100ml was discovered/ erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.